Manufacturer narrative:
This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5160045.

Event description:
Implant failed due to failure of osseointegration. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5160045.